Event description:
The facility contacted baxter (B)(4) to report buretrol solution administration set that had a "negative pressure in the buret - blood was sucked in the tubing". It was reported that the reported malfunction occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.